Event description:
Updated information: we were motorized of procedure of patient with high rv threshold and patient to receive a new rv lead implant and cap the old 1888tc-52 rv lead. Patient is dependent and physician implanted a new 5076-52 (pjnblr812v) rv lead without issue. Claim not filed in time due to human error. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).